Event description:
It was reported that during a routine follow-up this implantable cardioverter defibrillator (ICD) system exhibited a low right ventricular (rv) out-of-range pacing impedance measurement measuring, less than 200 ohms. Additionally, it was suspected that the device is depleting prematurely as the longevity remaining in may was 13.5 years and now in august it was down to 3.5 years. It was recommended to replace the device and further evaluate the lead at the time of the revision procedure. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up this implantable cardioverter defibrillator (ICD) system exhibited a low right ventricular (rv) out-of-range pacing impedance measurement measuring, less than 200 ohms. Additionally, it was suspected that the device is depleting prematurely as the longevity remaining in may was 13.5 years and now in august it was down to 3.5 years. It was recommended to replace the device and further evaluate the lead at the time of the revision procedure. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this implantable cardioverter defibrillator (ICD) was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of low out-of-range pacing lead impedance measurements and premature battery depletion.

Event description:
It was reported that during a routine follow-up this implantable cardioverter defibrillator (ICD) system exhibited a low right ventricular (rv) out-of-range pacing impedance measurement measuring, less than 200 ohms. Additionally, it was suspected that the device is depleting prematurely as the longevity remaining in may was 13.5 years and now in august it was down to 3.5 years. It was recommended to replace the device and further evaluate the lead at the time of the revision procedure. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this implantable cardioverter defibrillator (ICD) was explanted and returned. No additional adverse patient effects were reported.